Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was no longer in the fallopian tube"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("irregular bleeding") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On (B)(6) 2012, 1073 days after starting essure, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / cramping"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and uterine enlargement ("enlarged uterus"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement had resolved. The reporter considered device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement to be related to essure. The reporter commented: pain and bleeding subsided following removal of the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was essure was in place and the tubes were occluded. On (B)(6) 2013: ultrasound pelvis result was normal. On (B)(6) 2014: ultrasound scan vagina result was enlarged uterus, left essure coil, possibly right. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and right coil was no longer in the fallopian tube (seen as device dislocation). Consumer also claims that she experienced irregular bleeding (seen genital bleeding) and autoimmune-type symptoms. Device dislocation and genital bleeding are anticipated in the referenced safety information for essure while autoimmune disorder is unanticipated. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however; given its nature, this event was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the genital bleeding was assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-type symptoms was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was no longer in the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / cramping"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and uterine enlargement ("enlarged uterus"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("irregular bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity and uterine enlargement to be related to essure. The reporter commented: pain and bleeding subsided following removal of the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was in place and the tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: normal. Ultrasound scan vagina - on (B)(6) 2014: results: enlarged uterus, left essure coil, possibly right. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case and will be deleted, all information from case (B)(4) (MFR control no. 2951250-2020 12234) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was no longer in the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / cramping"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and uterine enlargement ("enlarged uterus"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("irregular bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity and uterine enlargement to be related to essure. The reporter commented: pain and bleeding subsided following removal of the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was in place and the tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: normal. Ultrasound scan vagina - on (B)(6) 2014: results: enlarged uterus, left essure coil, possibly right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was no longer in the fallopian tube') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / cramping"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and uterine enlargement ("enlarged uterus"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("irregular bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity and uterine enlargement to be related to essure. No further causality assessment were provided for the product. The reporter commented: pain and bleeding subsided following removal of the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was in place and the tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: normal. Ultrasound scan vagina - on (B)(6) 2014: results: enlarged uterus, left essure coil, possibly right. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added hypersensitivity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was no longer in the fallopian tube') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / cramping"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and uterine enlargement ("enlarged uterus"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("irregular bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, abdominal pain, back pain, dyspareunia, fatigue, dysmenorrhoea, arthralgia and uterine enlargement had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity and uterine enlargement to be related to essure. The reporter commented: ten coils into the cavity on the left hand side. Pain and bleeding subsided following removal of the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was in place and the tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: normal. Ultrasound scan vagina - on (B)(6) 2014: results: enlarged uterus, left essure coil, possibly right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received: reporter, aka name and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and right coil was no longer in the fallopian tube (seen as device dislocation). Consumer also claims that she experienced irregular bleeding (seen genital bleeding) and autoimmune-type symptoms. Device dislocation and genital bleeding are anticipated in the referenced safety information for essure while autoimmune disorder is unanticipated. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however; given its nature, this event was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the genital bleeding was assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-type symptoms was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were also reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.